Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that following the implantation of a sagb, the patient was seen for v9 ugi. An upper gi was completed in 2008, and it was noted that the band was out of position. Band slippage. Patient is being scheduled for band revision surgery.